Event description:
Caller reported an issue with incorrect pump time settings, causing a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels outside the normal range. Technical support assisted the caller in updating the pump time and advised monitoring for recurring discrepancies. Caller was informed that an incorrect date could affect uploads and reports but would not impact insulin delivery and acknowledged the advice.